Event description:
The advocate stated her husband had been getting blood glucose readings of 100-142 mg/dl on the contour next link, but then was found unresponsive after he went to sleep. He was taken to the hospital where his blood glucose was tested at 34 mg/dl. He was given tubes of glucose. The patient was released from the ER four hours later with a blood glucose of 183 mg/dl. Customer mixed strips from various bottles. Product was not expected to be returned. New meter and strips were sent to the customer.